Event description:
The certified nursing assistant put on latex gloves to clean a resident. After she was done, she removed the gloves and wshed her hands. Immediately both lower arms began to itch. She then applied tlc brand lotion and then noticed large amount of raised welts on the left arm and a few on her right arm.she had cool compresses applied to her arms and was sent to see the physician todaydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.